Event description:
It was reported that this pacemaker was unable to be interrogated with wand. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced due to normal battery depletion (nbd). The device was not able to be interrogated due to being in end of life (eol).

Event description:
It was reported that this pacemaker was unable to be interrogated with wand. The device remains in service. No adverse patient effects were reported.